Event description:
It was reported that this pacemaker system exhibited suspected loss of capture in right atrial (ra) and right ventricular (rv) non-boston scientific leads. Technical services (ts) was consulted and a right atrial automatic threshold (raat) test above programmed amplitude or suspended was noted, the reason was due to low evoked response. Technical services (ts) recommended further lead evaluation. This pacemaker remains in service. No adverse patient effects were reported.